Event description:
It was reported that during the pre-discharge check-up, x-ray examination confirmed that this right atrial (ra) lead was noticed to be dislodged which caused undersensing and loss of capture. The physician decided to perform a lead revision. This lead remains in service. No additional adverse patient effects were reported.